Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Returned with the sample was the supplied 30cc driveline inflation tubing; blood was noted in the tubing. Upon return, the teflon sheath was on the iabc. The one-way valve was tethered and connected to the short driveline tubing. The distal of the outer lumen was noted damaged, consistent with being cut. The distal end of the catheter, including the bladder membrane and distal tip, was not returned with the sample. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in helium pathway" is confirmed. Upon return, vari-ous damages were noted to the iab catheter. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "during the process of implanting the catheter into the patient, the balloon was rupture and blood was found in helium pathway. Change the new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during the process of implanting the catheter into the patient, the balloon was rupture and blood was found in helium pathway. Change the new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).